Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, but occlusion recurred. There was no reported adverse impact. Customer declined follow up from tandem technical support.